Event description:
Pt reports they need a new pump, the one on hand malfunctioned but pt does not know how it malfunctioned. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 50gm. Gamunex-c indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes.